Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a surgery for proximal humerus was performed. During the procedure, a screw was inserted using a screw driver shaft that was attached to a power tool. The surgeon tried to remove and reinsert the screw but when the screw was removed manually using the driver shaft, the screw could not be removed. Another screw was inserted using the same driver shaft, the screw head could not be attached to the driver shaft. When checking the tip of the driver, it was found out that the part of the star shape on the driver shaft was deformed. There was no patient consequence reported. The procedure was completed without any delay but the affected screw was left inside the patient. There was no adverse consequence towards the patient. Concomitant device reported: unknown power tool (part# unknown, lot# unknown quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.116; synthes lot: 7525403; release to warehouse date: march 03, 2014; manufacturing site: synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation site: (B)(4). Selected flow: 3. Damage: visual (appearance not as expected). Visual inspection: the distal tip of the returned screwdriver shaft stardrive® 3.5, t15 is badly worn/twisted. In addition, the shaft and coupling have some slight visible scratches. Dimensional inspection cannot be performed due to the damage incurred; however, dimensions were checked at the time of manufacturing with no issues documented. Document / specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use-related damage at the device, therefore no drawing/specification review is needed. Summary: the complaint condition is confirmed as the screwdriver was received with rounded tip. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. Unfortunately, we are not able to determine the exact cause of this complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being over torqued. This production lot was manufactured in march 2014 according to the specification. The investigation found no manufacturing related issue that would have contributed to this complaint condition and we are not aware of any other complaint for this article- and lot combination. This complaint is rated as confirmed but not valid. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: power tool (part unknown, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.